Manufacturer narrative:
It is stated in the intera 3000 information for use and intera 3000 patient booklet that the patient should not use heat pads or remain at elevated temperatures. If additional information is received at a later date, a supplemental report will be filed.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump, implanted on (B)(6) 2022, was flowing faster than expected. The intra-arterial manufactured flow rate was 1.2 ml/day. The calculated flow rates on (B)(6) 2022 was 1.6 ml/day, and the calculated flow rate on (B)(6) 2022 was 2.4 ml/day. The pump was filled with high dose heparinized saline. The patient was questioned about use of heat pads and ultimately admitted to the use of a heating pad in bed. The flow rate was rechecked on (B)(6) 2022 and was calculated to be 1.35 ml/day. Thus, the healthcare provider reported that he believed that this was a patient compliance issue and not a device malfunction. No patient injury was reported.